Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was moisture observed behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2014 with the following findings: the black box and pump history were unable to be downloaded due to internal moisture. The pump powered on with no display, but audio and vibration were present. There was visible moisture in the display and the pump failed the leak test due to a battery compartment crack. The pump was opened and removed from the case and there was moisture and corrosion visible internally.